Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed in the right ventricle. The physician made several attempts to reposition the lead but was not successful. Another lead was attempted, but it also failed. A third lead was implanted successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.